Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was over-delivering insulin to the customer. The customer's blood glucose reading was unknown. Customer stated that the device had been dropped several times. No further details were provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump delivered properly all bolus programmed during our testing. The insulin pump was tested with a water fill test reservoir and units left at the quick status display matched units left at the test reservoir. The insulin pump was missing display window cover. The insulin pump had stained serial number label, cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched display window, minor scratched case and minor scratched keypad overlay.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.